Event description:
It was reported that during an angioplasty procedure, a blade detachment occurred. The lesion was located in the left upper arm vein. A peripheral cutting balloon was advanced to the lesion through a 7fr sheath and balloon was inflated to 7 to 10atms. The number of inflations is unknown. The balloon was deflated completely prior to withdrawal. Upon attempting to retract the cutting balloon through the sheath, one of the blades detached. The detached blade was contained within the introducer sheath and was removed with a needle holder from the sheath. The procedure involving this device was not completed due to another device not being available. No further patient injuries or complications were reported. The patient's status was reported as "ok."